Manufacturer narrative:
Additional information was added in d.4. And h.4. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that after the surgery transillumination defects was noticed. As per information received from the surgeon patient had a serious complication of uveitis or inflammation, corneal edema, raised intraocular pressure that required urgent trabeculectomy and blurred vision, black dots and headaches were symptomatic. Carbonic anhydrase inhibitors and alpha-2 adrenergic receptor agonists were used. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
Correction information was added in d.4. Additional information was added in h.3., h.6. And h.11. Service history was reviewed for the system. There was no service record (relevant to the reported event), found. However, the system was last serviced prior to the reported event per service record (sr) opened. The system found to meet all cosmetic and performance standards. Based on the information obtained, the root cause of the reported event is inconclusive. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. All relevant complaints found were reviewed as part of this investigation. Based on the information available, the root cause of the relevant complaints remains inconclusive. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. Relevant complaints were identified and reviewed. Service history was reviewed for the system. No service record relevant to the complaint reported event was found. However, the system has since been serviced months after the reported event per service record opened 08 jan 2025. The system found to meet all cosmetic and performance standards per the service test procedure (stp). On 23 feb 2025, the customer reported that there was transillumination defect (tid) use of their laser system. The probable root cause was determined to be due to a combination of two events. First, the target ring for the delivery of energy to the limbus was not accurately defined by the system. A target ring that is not accurate can lead to laser delivery to non-target tissue if not adjusted to the limbus. Secondly, the user should have manually performed target verification and adjusted the target ring to align with the limbus. However, the operator used the device¿s auto limbus placement without making the necessary manual adjustments. It should be noted that per the directions for use (dfu), it is the responsibility of the user to ensure the position of the target ring before proceeding with the treatment. The root cause of the reported event is attributed to the operator not adjusting the target limbus definition prior to delivering the laser energy. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.